Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation.

Event description:
Related manufacturer reference number: 1627487-2020-21964. It was reported that the patient's system was autoreducing. X-rays revealed that the ipg had flipped in the pocket and the extension may be damaged. As a result, surgical intervention took place on (B)(6) 2020 wherein the right extension was explanted and replaced and the ipg was repositioned in the pocket. Surgical intervention resolved the issue.

Manufacturer narrative:
The report the patient¿s system was auto reducing was confirmed. Visual inspection identified a kink in the lead body of the extension where all the internal wires were broken. This would have contributed to the system auto reducing. There were also bends in the lead body near the terminal end. The broken wires are consistent with the extension being subjected to stress while in vivo.